Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned tria ureteral stent was analyzed, a photo of the device was attached in the record and a visual evaluation noted that the stent was detached in two sections of the shaft such as in the bladder coil. The positioner was returned in good condition, however, the suture was not returned. A functional analysis was performed and a use of a mandrel of 0,039" passed through stent without resistance. No other problems with the device were noted. The reported event was confirmed. Based on all the relevant information and product analysis, the failure could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during its use and in preparation, these factors could have caused the detachments observed. Consequently, affect the performance of the device. According to the time of event, it occurred preparation, meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found issues. Therefore, failure to follow instructions is selected as the most probable root cause for the complaint since the problem was traced to the user not following the manufacturing instructions.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a ureteroscopy procedure in the right ureter, performed on (B)(6) 2023. During preparation, when the suture was removed, the coil of the stent was hurt. Another tria uretral stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed that the stent shaft was broken. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a ureteroscopy procedure in the right ureter, performed on (B)(6) 2023. During preparation, when the suture was removed, the coil of the stent was hurt. Another tria uretral stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed that the stent shaft was broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of stent shaft break.